Event description:
It was reported the patient experienced a loss of therapeutic effect as well as a shocking or jolting sensation. The event started at implant on (B)(6) 2010. The patient had an appointment with the healthcare provider on (B)(6) 2010. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).